Manufacturer narrative:
G4: PMA/510(k): k926214. The actual sample upon receipt was only the guidewire main body. Total length of the main body of guidewire was approximately 1698mm. Since the total length of normal product is approximately 1800mm, it was inferred that the actual sample was missing approximately 102mm. Magnifying inspection of the actual sample found that the outer layer had been elongated and had a torn shape. The outer layer had been torn in the vicinity of the fractured section. Electron microscopic inspection of the actual sample found that the outer layer had been wrinkled. The outer layer had a torn shape at the torn section. Measurement of the dimension found that the outer diameter (normal section in the vicinity of fractured section) met the factory's specifications. No anomaly was found. The outer layer of actual sample was removed, and electron microscopic inspection for the condition of wire at the fractured section was performed. No taper was found in the wire. The fractured surface had radial patterns. History investigation of the product with the involved product code/lot number: no anomaly was found in the manufacturing record and the product inspection record. No other similar report from other facilities was found in the past. Past simulation test: based on our past knowledge, following simulation tests were performed regarding the fracture on the guidewire. We have been aware that there was regularity in the condition of wire depending on the mechanism leading to the fracture. When continuous torque force was applied in the same direction while the guidewire was bent no taper was found on the side surface of wire at the fractured section, and it was flat. Radial patterns were found on the fractured surface. From this test result, it was inferred that the condition was similar to that of the guidewire main body. When pulling force was applied while the distal end was trapped. The side surface of wire at the fractured section was tapered. From this test result, it was inferred that the condition was similar to that of the fractured piece. When continuous torque force was applied in the same direction while the guidewire was straight. A spiral pattern starting from the center was found on the fractured surface. From this test result, it was inferred that the condition was different from that of the actual sample. When repeated bending force was applied while the distal end was trapped. No taper was found on the side surface of wire at the fractured section, and it was flat. Dimple patterns (hole-shaped patterns) were found on the fractured surface. From this test result, it was inferred that the condition was different from that of the actual sample. When pulling force was applied in a looped state while the distal end was trapped. The side surface of wire at the fractured section was curved and tapered. The fractured surface was roughened. From this test result, it was inferred that the condition was different from that of the actual sample. Based on the investigation result and the simulation test result, it was likely that continuous torque force was applied to the actual sample in a bent state, causing the wire at approximately 102mm from the distal end to fracture due to metal fatigue. Thereafter, when it was removed, pulling force was applied, and the outer layer was torn off, causing it to separate into pieces inside the patient's body. The total length of fractured piece that was separated inside the patient's body was likely to be approximately 102mm. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the[?]glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the procedure flow was for d-avf treatment, a guiding catheter was directed into the left internal jugular vein. Thereafter, the involved product was directed into the facial vein to direct fubuki4.2fr. The involved product was proceeded to the shunt part; however, it did not go up to the distal side. Since it could not be directed, torque was applied (approximately fifteen (15) times). As a result, the wire fractured. Since the involved section was inside a vein, it was judged that there would be no problem even if the fractured piece (five (5) cm) remained, and the treatment was completed. However, due to the risk of blood clot formation, it was decided to take a watch and do wait approach with the patient. The fractured piece was left inside the patient's body, it was unretrievable. The procedure outcome was not reported. The event occurred intra-operative.